Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported random beeps were confirmed during analysis. Interruptions in pump function were observed in the log file of the system controller. During functional testing, the system controller powered on when it was connected to the power module, and communicated with the system monitor; however, it would not start the test pump when activating the alarm reset and self-test buttons on the interface panel of the controller. Upon further evaluation, a damaged fuse was found on the controller printed circuit board (pcb). The MFR was unable to conclusively determine the cause for the damage to the fuse. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced random beeps from the system controller while at home. The system controller was exchanged without incident.